Event description:
It was reported the catheter was placed into the (B)(6) year old pt's right basilic vein on (B)(6) 2013 for long term antibiotics. The proximal lumen pre-loaded with the biosensor has been showing an increase of occlusions. The catheter tip was located in the svc with about 5cm exposed. On(B)(6) 2013, the catheter had an occlusion in the proximal port with a sluggish distal port. The pt was ready for discharge and so the clinician performed an over the wire exchange for a single antimicrobial PICC for use by home infusion. There were no complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.